Manufacturer narrative:
Device evaluated by MFR: the returned product consisted of the rotapro atherectomy system. The burr catheter was received attached to the advancer. The advancer, handshake connections, housing, sheath, coil, burr, and annulus were visually and microscopically examined. Inspection of the device found that the sheath had been damaged at 23cm from the burr housing strain relief. Functional testing was performed be attempting to rotate the drive shaft, and the drive shaft was able to be rotated. When the rotapro advancer was connected to the rotapro console control system and the knob switch [ablation button] was pressed, the device was able to rotate but not able to reach optimal rpm due to the damaged sheath.

Event description:
It was reported that a hole in the sheath occurred. A rotapro 2.00mm was selected for use. During preparation the set rotation speed was set to 200,000 and the observed speed was 180,000. The infusion bag was properly connected and continuously flushed at an adequate pressure. The console sounded like it was running at a lower speed. The physician checked the advancer and observed a hole about 30cm from the shaft joint. This issue occurred outside the body, no patient complications were reported. The procedure was completed with a different device.

Event description:
It was reported that a hole in the sheath occurred. A rotapro 2.00mm was selected for use. During preparation the set rotation speed was set to 200,000 and the observed speed was 180,000. The infusion bag was properly connected and continuously flushed at an adequate pressure. The console sounded like it was running at a lower speed. The physician checked the advancer and observed a hole about 30cm from the shaft joint. This issue occurred outside the body, no patient complications were reported. The procedure was completed with a different device.